Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024 . On (B)(6) 2024 , the patient experienced loss of consciousness and the neighbor called emergency medical services (ems). The paramedics took a bg reading which was 26 mg/dl and the cgm reading was 49 mg/dl. They treated the patient with glucose and after the treatment the bg reading was 68 mg/dl and the cgm reading was 89 mg/dl. The patient was not taken to the hospital. At the time of the report the patient was recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid before treatment. The reported glucose values fall within the a zone of the parkes error grid after treatment. No additional patient or event information is available.